Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being placed for thoracic central access in the ICU. During insertion, the physician experienced resistance when advancing the guide wire. As a result, everything was removed and a new kit was opened and placed successfully for the pt. After removal, the physician found the guide wire was kinked. There was delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. Add'l info received on (B)(6) 2011 states the swg unraveled as opposed to being kinked.